Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the physician noted that the tip of the guidewire detached into the patient's biliary tract. The procedure was completed with no patient complications with a second jagwire. The patient's condition has been described as good. **update (B)(6) 2013** it was reported that the procedure was a biliary lithotomy. Additionally, no attempts were made to recovered the detached tip and the physician did not have concerns regarding the tip as the tip is expected to pass naturally.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the physician noted that the tip of the guidewire detached into the patient's biliary tract. The procedure was completed with no patient complications with a second jagwire. The patient's condition has been described as good.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although the device has been returned for evaluation a failure analysis of the complaint device has not yet be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire had detached, exposing approximate 1.5 cm of the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured was noted, the ptfe jacket did not present any anomaly, and the outer diameter of the guidewire was found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure; additionally, the presence of adhesive was determined, hence the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the physician noted that the tip of the guidewire detached into the patient's biliary tract. The procedure was completed with no patient complications with a second jagwire. The patient's condition has been described as good. **update february 17, 2013** it was reported that the procedure was a biliary lithotomy. Additionally, no attempts were made to recovered the detached tip and the physician did not have concerns regarding the tip as the tip is expected to pass naturally.

Manufacturer narrative:
Returned guidewire found to have lot number 14421771. Lot expiration and device manufacture dates updated.